Event description:
Same case as 1527460-2010-00070. The complainant reports an under delivery. The intended delivery of the set was 125 ml over 75 minutes, however, the actual amount delivered was 60ml based no a visual assessment of what remained in the bag (estimated 65ml) over a time frame of 90 minutes.

Manufacturer narrative:
(B) (4): the device reported, list number 00507, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00507, that is marketed domestically. (B) (4)